Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Eval: the pcs assembly and interface block assembly were returned for eval. The pcs was evaluated using a valve indexer test fixture and leak tested. All valves (v1, v2, v3 and v4) operated properly when activated on the valve indexer. The pcs failed the leak test. The origin of the leak could not be determined. All valves were removed and disassembled. The drain valve (v4) was found to have a foreign object on the internal seat. The drain valve was cleaned and all valves reassembled to the pcs. After retesting for leaks, the pcs passed. The reported event was confirmed. The helium loss alarm was caused by a foreign matter in the drain valve of the pcs assembly.

Event description:
It was reported that upon testing, the pump showed possible helium leak. After checking, the cause of the leak was the pneumatic control system (pcs) assembly and the interface block assembly.